Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The native valve was measured with the perimeter as 67.5mm, the area as 335mm^2, and the diameter as 64mm. It was noted that there was bulky calcification under the left coronary cusp (lcc). The starting implant depth was measured with the lcc at 1-2mm, the non-coronary cusp (ncc) at 4-5mm, and the right coronary cusp (rcc) at 4-5mm. The device was implanted. The final implant depth was measured with the lcc at 1-2mm, the ncc at 3-4mm, and the rcc at 4-5mm. Post-deployment the device migrated into a supra annular position. The device was snared and positioned above the coronary ostia. The patient experienced an inferior st elevation on electrocardiogram post-procedurally, which required a percutaneous coronary intervention in the right coronary artery. A new non-abbott valve was implanted valve-in-valve. The patient status was stable.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no difficulties in deploying or retracting the valve, there was sufficient calcium to allow anchoring of the device in the opinion of the user, and the implant depth was 3-4mm from the non-coronary cusp. It was also noted that the device was snared, and the physician was aware of the instructions for use (IFU) warning against this. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.